Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarmed no delivery. Blood glucose was 444 mg/dl, treated with the insulin pump. Customer was advised to disconnect at quick release and perform fixed prime, insulin did exit and it alarmed again. Customer was advised to disconnect and reconnect the reservoir and infusion set. Customer reported insulin exit the tubing. Customer was advised to perform a manual prime. Customer was advised to revert to back up plan. No further information reported.